Event description:
During an ercp, a wilson-cook tracer metro wire guide was placed inside the biliary duct. A small portion of the wire guide coating detached from the wire guide. The location of the detached portion was unknown. However, an extraction balloon was used to sweep the duct. The location of the detached portion was not determined. The patient was reported to be in stable condition.